Manufacturer narrative:
Device passed displacement and self tests. No missing segments or partial display anomaly during testing noted. However, device had minor scratched lcd window, cracked keypad overlay. Device p-cap or test reservoir locks in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and customer was unable to read the display. No harm requiring medical intervention was reported. The device will be returned for analysis.